Event description:
It was reported that during sensor insertion training, there were difficulties removing the needle hub of the sensor after insertion and the sensor piece was missing. The introducer needle was also reportedly difficult to remove from the left quadrant of the abdomen. The sensor was not attached or present, but it did not feel as though the sensor was in the body and may have been pulled out with the needle. It was also stated initially that the sensor would not start and the transmitter would not flash. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.